Manufacturer narrative:
The actual date of death is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿rn was tapering weight-based norepinephrine on a patient postoperative day 1 following an endovascular aneurysm repair and right femoral endarterectomy, with the former as treatment for rupturing abdominal aortic aneurysm said to be a mycotic aneurysm. When trying to taper from 0.06 mcg/kg/min to 0.05 mcg/kg/min at 1136, the rn missed a decimal and titrated to 0.5 mcg/kg/min. This changed the rate from 18.1 ml/hr to 150.6 ml/hr. An increase in the rate by eight times the previous rate did not have any guardrail to prevent the medication from reaching the patient. The patient¿s bp increased to 221/62 and heart rate to 121. The medication was paused at 1140. At 1930, the patient was found to have new st-depression and troponins in the 3000s. The patient pea (pulseless electrical activity) arrested at 2245, and time of death was 2310."